Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. (B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (49283) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. In addition, this serves as a correct report. On the initial MDR filed the product brand name should have read precision xtra with catalog # 98814.

Event description:
A customer reported receiving a reading on her adc glucose meter that was higher in comparison to a reading from an hcp meter. The customer reported that she received a reading of 90 mg/dl on her adc meter, and "around 4:30pm" experienced symptoms of "sweating, reduction in body temperature, seizures, convulsions and then loss of consciousness." The customer reported experiencing a seizure and loss of consciousness, and stated "when she awoke, she was told by the paramedics that her blood sugar level was actually 33 mg/dl." Paramedics treated with the customer with "IV dextrose 50", and transported her to an emergency room, where the customer was diagnosed with hypoglycemia and treated with intravenous glucose "from 4:30pm until 4:00am the following morning." No self-treatment was reported. There is no report of death or permanent impairment associated with this event.